Event description:
(B)(6) clinical study. Same case as 2134265-2013-01969. It was reported that following a coronary artery stenting treatment procedure the patient experienced angina and restenosis. A 3.00x20mm ion stent was implanted in the proximal right coronary artery. In (B)(6) 2013, the patient presented with squeezing chest pain with a crushing sensation along with the pain that radiated to the left upper extremity, which was off and on without any exertions and without resolution even after nitroglycerine. The patient was hospitalized and restenosis was discovered. The 90% proximal edge restenosis of the previously placed study stent located in the distal rca and the 90% distal edge restenosis of the 3 mm x 20 mm taxus ion drug eluting stent (placed during prior tvr) located in the proximal rca. Restenosis was treated with the placement of 3.5 mm x 16 mm promus element plus and post dilated with 3.5 x 12 mm quantum apex balloon catheter with 0% residual stenosis. Medication was also given to treat this event. The event was considered resolved without residual effect and patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. The device was not returned. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).